Event description:
Related manufacturer reference number: 2017865-2023-14078. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted prophylactically with no known malfunctions, device interrogation revealed noise oversensing on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.